Event description:
Ref. Imp # (B)(4) .

Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that during a transfer from wheelchair to bed via sara 3000 lift the resident started putting her elbows up. The resident did not respond to the requests to put her arms down as this behavior could in consequences, potentially causing a drop. Finally resident was hanging into the sling, limp, and was lowered on the floor. When reviewing similar reportable events, we have found a number of cases with similar fault description (slip out of sling/lift). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. During our investigation, we were not able to find a deficiency with the functionality of the lift (sara 3000). The sara 3000 system was inspected by our rep that visited the customer site and was found to have not been to spec when the event took place but this malfunction did not influence on the perform in this incident. This sequence of events is in line with the event description as well as with our findings - the pt was not correctly assessed for pt transfer. In the labeling there is particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. Also it is clearly stated that before using the device, an eval should be carried out if the person that is to be transferred is suited to this type of transfer. When the IFU would have been followed and the professional assessment of the pt before transfer would be provided, the event would have been avoided. From this eval, it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents.